Event description:
The customer alleged that the user used a cautery to burn granulomas near the stoma. The patient had an incontinence underpad to cover their clothes. The incontinence underpad burst intp flames. There was a delay in the surgery to put our the fire. The patient did not receive any burns as a result.

Manufacturer narrative:
Product has been purchased through multiple order by the customer. Customer has been using the reusable product for some time. Customer stated that while during use, the cautery was used in close proximity to an under pad. Patient had a incontinence underpad to cover his clothes. The incontinence underpad was set on fire while using the cautery in close proximity to the under pad. According to the IFU for del1, attached mc-23356 - " - do not use in the presence of flammable gases / materials or oxygen rich environments. Fire could result. - cautery produces heat in excess of 1000 degrees f, which can cause burns or fire from misuse." Complaint confrimed. Root cause is determined to be user error in not following the IFU, and operating the device in close proximity to very flammable materials. This is the first complaint of its kind for del series handles (del1, del2, and del0) in the past 2.9 years of complaint reviews. = low. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.